Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged machined head, worn screws, a contaminated insulator, corrosion on the switch, and unstable motor speed. The machined head, pin, screws, insulator, motor, and switch were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: foreign, (B)(6).

Event description:
It was reported that before surgery, the unit was in need of repair as the handpiece had a fault control and it was not working. Inconsistent speed was confirmed after final investigation of the device. Another device was used to complete the surgery. There was no patient involvement. Due diligence is complete.